Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the blower on the unit was stuck. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21jun2019. Date rec'd by MFR: 20jun2019. The customer confirmed that the patient's information could not be disclosed. The faulty mc pcba was not received so failure investigation of this part could not be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 18jun2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the blower motor assembly and the mc pcba (motor controller printed circuit board assembly) to address the reported problem. The ventilator passed performance specification testing after the repair was completed. The faulty blower motor assembly was returned and fi (failure investigation) was performed on. Internal inspection revealed debris coating the turbine housing. The temperature of the sensor was electrically tested to verify voltage output and tests successfully passed. The motor coil resistances were measure using 4-wire resistance measurement to verify that they are within specification and tests successfully passed. The operation of hall sensors throughout the motor rotation were tested and tests successfully passed. The returned blower assembly was installed into a good fi test ventilator and the ventilator successfully booted in normal operation mode, the ventilator successfully delivered breaths without producing alarms or errors. The motor was stress tested under multiple stress conditions and all tests successfully passed. The customer's reported problem could not be duplicated. Noted debris inside turbine housing. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.